Event description:
Revision surgery done for broken primary hemi mandible plate found on patient panorex. Surgeon replaced parts with secondary recon plate and locking screws. Surgeon did not use bone graft and was bridging gap in patient's mandible.